Manufacturer narrative:
D6b: reason for report (rfr) for pli 30 was missing from initial report, correction sent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h.11.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient started to experience very mild dystonia symptoms on their right leg. The patient thought they'd "play with the therapy amount" but that didn't work, so they reverted back to the original settings. Yesterday the patient felt a tingling sensation, and today they really started to experience the symptoms. The patient stated that their right leg was cramping up and not moving, and their leg pulled upward when they tried to walk. The patient checked each implantable neurostimulator (ins) , and when they checked the left ins they got the message 'out of range. Contact your clinician. The neurostimulator is providing less than the requested therapy. Service code: 2703.' The patient stated that 4.5 was as high as they could go. The patient did not get this message when they checked the right ins. The patient confirmed the left ins was charged, and the battery level was 40% at the time of the call. The issue was not resolved. Patient denied any fall/trauma. Manufacturer representative (rep) said patient reported error 9727 on the recharger. This is related to recharger incorrectly computed a change request coordinator for communication with the neurostimulator (ins). Technical services(ts) recommend resetting the handset and recharger, and if issue persist then recharger replacement was recommended. Rep didn't know if this error was associated with the left implant or the right side, they think it was the left ins. Additional information received from rep reiterating that cause of error remains unknown. Nurse reports they saw him in clinic on (B)(6) and again on tuesday. He had high impedances (>10,000) at contact 2 for the left which was the active contact. I switched the setting so that contact 1 is active and he is doing well. He was worried about the right lead because he thought he felt the beginning of dystonia symptoms in his left leg which is why I saw him on tuesday. All the right impedances are normal. I just increased the stim a little and he did fine.

Event description:
Additional information was received from the manufacturer representative (rep) that cause remained unknown. This information was confirmed with the managing healthcare provider(hcp).

Manufacturer narrative:
Continuation of d10: product ID 3389s-28 lot# v373403 product type lead product ID wr9230 serial# unknown product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.